Event description:
Harmonic harh36 lot v7024u, exp 8/31/2026, kept displaying reactivate instrument, would work for short time and then display reactivate instrument again. Replaced handpiece and same things displayed. Then replaced cord from instrument room. FDA safety report ID# (B)(4).